Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during retraction of the sds back to the tip of the guiding catheter, interaction with the guiding catheter, as the guiding catheter was not coaxially aligned, resulted in the reported difficulty to remove. Interaction with the guiding catheter and/or manipulation of the device resulted in the reported material deformation (flared struts). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending artery. After placing the 2.5 x 12 mm xience alpine stent delivery system (sds) into the patient it was determined on angiography that the stent was too short for the lesion. During retraction of the sds the catheter caught on the tip of the guide catheter. After retraction the stent implant was observed to have a flared stent strut. A new, longer stent was used to complete the procedure successfully. There was no adverse patient effects or clinically significant delay in the procedure reported due to the device issue. No additional information was provided.